Event description:
It was reported that this pacemaker patient had an open incision and infection. Subsequently, the pacemaker system was explanted. No additional adverse patient effects were reported.